Event description:
Caller states she was unable to test the customer on the aviva system due to an error on the device while he had low blood glucose symptoms. Paramedics were called and customer tested 34 mg/dl on the professional device. Customer was treated with an IV of "sugar" and was able to consume a peanut butter and jelly sandwich and orange juice. Low blood glucose symptoms improved. Requested return of suspect device, and replacement was sent.